Event description:
It was reported that during use of this handpiece, it got hot. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: the drill was received for evaluation. During testing of this unit, it operated above temperature specification related to collet failure. Further investigation noted that this unit is overdue for preventative maintenance. The customer will be contacted by the sales representative to provide any additional in servicing needs.